Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2016 with the following findings: investigation revealed a battery compartment crack. Leak testing verified a battery compartment leak. No moisture was observed on the pump¿s internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and battery compartment leak. This report is made based on results of the investigation performed on 06/15/2016.